Event description:
Rptr alleged the lancet needle did not retract after firing in the multiclix lancet device. No accidental sticks were reported. A request was made for the return of the suspect device and replacement product was sent.